Event description:
It was reported that loss of ventricular capture was observed on the merlin@home transmission. Programming changes were recommended but not made as patient have not presented for follow-up. There was nothing wrong with the device. The loss of capture was noted on the rv lead. 04 aug 2022, programming changes were made, and the patient will be schedule for lead revision. Patient was stable.

Event description:
New information received notes the right ventricular (rv) lead presented high capture thresholds in clinic. The patients chest was "jumping" which the physician alleged was due to externalization of one of the conductors. The r-wave amplitude was slowly trending down, while the rv impedance was slowly trending up. The rv lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.